Event description:
Caller reported cgm error 42 related to their blood glucose monitoring device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the caller through a pump reset, which successfully resolved the issue without further error codes. The caller was able to start their sensor session afterwards.